Event description:
This event was reported as acute endocarditis with severe mitral regurgitation. The native mitral leaflets were covered with a thin vegetation on the anterior portion of the native valve. There were ruptured anterior cords adjacent to it. The ring was intact without dehiscence. The patient presented with endocarditis in the context of treatment for non-hodgkin lymphoma. Post antibiotics therapy, showed enlargement of vegetation. No further information was provided.